Event description:
It was reported that during a rotator cuff repair, the needles failed to work. The tip broke in the patients shoulder. This happened three times when the needle would just bend. The case was completed with a lasso. No further patient or event information was provided at the time of this report.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that during a rotator cuff repair, the tip of a needle broke and remains in the patient's tissue. According to the reporter, the surgeon had difficulty with three needles from the same lot. While using the first needle, the surgeon was able to pass the suture three times; however, on the fourth pass, the needle would not come up through the tissue; tip broke and not retrieved. Needle two and three had the same problem; the needle would not come up through the tissue; did not break. The reporter thinks the needle was bending backwards within the tissue. No x-rays were taken. The case was completed with a different device. Patient's weight was requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, the most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows:warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area.the potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.